Event description:
Please refer to report 0009613350-2019-00365.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that the patient received an implant on (B)(6) 2017 and monitored due to pain and dislocation. On (B)(6) 2017, patient underwent closed reduction for 3rd dislocation and leg discrepancy. Review of received data: left hip revision op note dated (B)(6) 2017 demonstrated that the patient was revised due to pain, elevated metal ion levels, pseudotumor. There was abundant chalky white transformation of the the abductor mechanism and hypertrophic trochanteric bursitis. There was evidence of black corrosion of both the taper and the introitus of the femoral head. The stem and cup were well-fixed. New head and liner were implanted and hip was found stable. Op notes confirmed the dislocation on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Previous three times were closed reduced. The patient was revised on (B)(6) 2018 after the forth dislocation. Revision op note dated (B)(6) 2018 demonstrated that the patient was revised due to dislocation. Minimal corrosion noted at trunnion. The liner shows no wear. Femur and shell noted to be in satisfactory position and well fixed. Inserted new liner with 10 degree elevated lip slightly anterior to the 12 o¿clock position. Hip was reduced and found stable. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient received an implant on (B)(6) 2017 and monitored due to pain and dislocation. On (B)(6) 2017, patient underwent closed reduction for 3rd dislocation and leg discrepancy. The patient had dislocation several times. See below the history of the patient. Product was implanted on (B)(6) 2017 and underwent closed reduction on (B)(6) 2019 due to 1st dislocation. Patient reports pain in the left hip after moving his legs while in church 2 months post implant surgery. Patient felt hip came out while sitting in chair; knee immobilizer was in place. On (B)(6) 2019 patient underwent closed reduction for 2nd dislocation. On (B)(6) 2017, patient underwent closed reduction for 3rd dislocation and leg discrepancy. On (B)(6) 2017, patient dislocated again; attempt to reduce this dislocation was unsuccessful and patient was revised on (B)(6) 2018. 1st dislocation is captured under (B)(4). 2nd dislocation is captured under (B)(4). 3rd dislocation is captured under (B)(4). (This complaint) . 4th dislocation and revision surgery due to dislocations is captured under (B)(4). No product was returned to zimmer biomet for in-depth analysis. The quality records show that all specified characteristics for the biolox head (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent closed reduction due to dislocation and pain.